Event description:
As reported, there was no advancer tube in a 6f/7f mynxgrip vascular closure device (vcd) after shuttling down. The device was removed, and manual compression was held for 30 minutes with hemostasis achieved and no issues. There was no reported patient injury. The customer stated that they shuttled down to a full stop. No significant resistance occurred when shuttling down, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The mynx vcd was used in both diagnostic and interventional procedures with a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sheath was not kinked or bent. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.